Manufacturer narrative:
(B)(4). Additional narrative: this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample for evaluation. Visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes that led to this failure mode. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Event description:
Baxter (B)(4) received a report that one basal/bolus infusor reportedly had a ruptured reservoir during the patient use at the hospital. The device was filled with 74ml of droperidol and 2ml of saline. There was no patient injury or medical intervention. There was patient involvement. No additional information is available.